Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implantation that the implantable pulse generator (ipg) migrated and pulled on the right ventricular (rv) lead causing the rv lead to exhibit high thresholds. Dislodgement of the rv lead was confirmed. The ipg remains in use. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.